Event description:
Info rec'd indicates the right siderail end tube separated from top rail, preventing the siderail from latching, due to two missing top rail ratchet rivets.

Manufacturer narrative:
The technician replaced the top rail ratchet rivets to repair the bed.